Manufacturer narrative:
Investigation: a device history record review was performed and showed no non-conformances associated with this issue during the production of this batch. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The root cause cannot be determined.

Event description:
It was reported that an unspecified number of venflon pro safety 18ga 1.3mm od 32mm l experienced a safety mechanism failure. The following information was provided by the initial reporter: safety device not worked on venflon, needle went through finger.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of venflon pro safety 18ga 1.3mm od 32mm l experienced a safety mechanism failure. The following information was provided by the initial reporter: safety device not worked on venflon, needle went through finger.